Event description:
The customer reported that the device is displaying the low battery, low power and service warnings. The device will not turn on. There was no report of pt use associated with the reported event.